Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and stated that his system controller was in backup mode. The pt went to the hospital and the system controller was exchanged. The log file was reviewed and indicated that the controller was in power saver mode and then lost power. Per additional info, the loss of power appeared to be due to the pt "letting the batteries run down." The pt remains ongoing on the lvad and no further issues were reported.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.